Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case chipped and cracked, the barrel clamp head missing and the bottom case seal damaged. Event log history was performed, and base hardware failure alarm was found recorded in history. During analysis, the reported issue regarding top case being damaged was able to be verified. Service replaced the top case. Replaced motor assembly for customer motor error in history, as parts were over 8 years old. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor error and had damaged top case. No adverse effects were reported.